Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim. It was reported that the patient stated they do not understand how to check for if a voicemail was left. Agent reviewed post implant care team overview and purpose of call. Agent offered to review post implant care talking points but patient declined and stated they prefer to wait for in person education at post operative appointment tomorrow. Patient stated they were no told to do anything with it and told patient they will see them in 2 weeks. Patient stated they had their second implant put in by a different healthcare provider(hcp) and reported they had it done over because a previous hcp in brainerd did a bad job with patient's first implant so patient reported they did not have any luck with their first implant. Patient stated there was a hcp from the manufacturer when they had their "operation in crosby" that was there and they were going to call patient back but they didn't call patient. Patient stated they want their current implant to be a success as patient reported their first implant was put in by a hcp who did not care and would not make an adjustment and left them "hanging there". Patient reported then their previous (first) implant started " deteriorating" in their body and patient stated they had it done in '22 and pretty soon it was beneath their waist instead of where it should have been. Patient stated they had a hcp in crosby who put in their current implant and stated they would have their post op appointment in crosby tomorrow. Patient reported they had to make 2 cuts because their first implant was deteriorating so they had to remove that and implant a new one. Patient stated they spend a lot of money on disposable underwear and pads and have been for a long time. Patient also reported they couldn't get out of the bed fast enough to get to the bathroom. Reviewed role of patient services and redirected patient to their managing healthcare provider to discuss medical questions/concerns. Patient stated they have been "so handicapped" with this and they are praying this implant will work. Patient stated they don't blame the manufacturer and they blamed their hcp about the issues with their first implant. Patient stated they never saw their hcp after they got first implant. Patient mentioned a hcp came to see them and the hcp didn't even want to touch patient. Patient stated they told the hcp they think their implant needs adjusting and the nurse told patient they don't do adjustments. Patient stated they were advised to return in a year and patient stated they did not do that. Patient mentioned they have had a couple falls and had to have an ambulance come and get them. Patient unable to recall event date for when previous implant deteriorated/problems started with previous implant. Patient reported they felt it getting smaller all the time and stated it used to feel like a deck of cards where it was originally and reported the next thing they knew it was up around their waist and was "in two pieces". Patient stated they wanted to talk with dr and "hcp from your company" after the surgery to see what that was like as patient stated they think it must have been floating around in fat in their hip and patient stated they were told it was floating around in their fat and patient stated it was "liquid, I thought it was fat lard" (agent unable to clarify this statement due to the nature of the call). Agent unable to clarify any notify date information due to the nature of the call. Patient expressed dissatisfaction with their hcp. Patient stated after they had a terrible time in the operating room they wrote a letter to the hcp, their managing hcp, and to the manufacturer. Patient stated the manufacturer was very interested in the problem and let patient talk to "some man there that must have been the head of it" and told patient they have been doing this for 50 years and have never had trouble. Patient stated it is not the manufacturer's problem but stated this was due to issues with their hcp and brainerd healthcare system. Agent had a very difficult time following patient throughout call and made best attempt to collect/document all relevant event information. Agent was unable to clarify information patient provided any further due to the nature of the call. Patient stated they were unable to hear agent on the call due to not having their hearing aids in. Agent documented information patient provided. No further action taken by patient services

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. The patient called back in regard to receiving a call from pic. The patient was offered an overview of how to use the equipment but they declined at this time. The patient stated they had an appointment scheduled with their healthcare provider (hcp) on april 16th and would bring the equipment with them to the appointment. The patient stated they did not feel qualified to use the external devices. The patient repeated the same information previously reported. The patient stated they would like to stop having " wet pants" all the time. The patient stated they were seen today and had an adjustment made.